Event description:
It has been reported to philips that x-ray was not possible. No harm has been reported to philips. A philips service engineer inspected the system onsite and identified that the image processing pc (ippc) was not working, resulting in x-ray not being possible. The disk and ippc have been replaced and the system was returned to use in good working order. The investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that x-ray was not possible. During troubleshooting, fse checked the equipment for the reported error and found errors in the ippc computer. Further follow up, fse changed image processing personal computer and hard disk spare parts. Also, the fse carried out software reloading and calibration of system. After replacement of the disk and ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.